Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead replacement, refer to manufacturer report number 3006630150-2025-06377, were electrocautery was used, during which the implantable pulse generator (ipg) was damaged. As a result, the patients tremors returned, the ipg could no longer hold the charge and communication between the ipg and the remote control could not be established, prompting the replacement of the ipg. The patient was already discharged from the hospital. The explanted ipg will be returned for analysis.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead replacement, refer to manufacturer report number 3006630150-2025-06377, were electrocautery was used, during which the implantable pulse generator (ipg) was damaged. As a result, the patients tremors returned, the ipg could no longer hold the charge and communication between the ipg and the remote control could not be established, prompting the replacement of the ipg. The patient was already discharged from the hospital. The explanted ipg will be returned for analysis.

Manufacturer narrative:
The returned ipg was visually inspected, and no anomalies were found. It fully charged in one session; however, it later exhibited rapid battery depletion and communication issues with the remote control. Data log analysis confirmed that the depletion rate was higher than expected, allowing functional testing to proceed. Upon further inspection, the ipg was opened, and internal electrical measurements revealed excessive sleep current and low resistance at a node where high resistance was expected. These findings confirm damage to the application-specific integrated circuit (asic) chip, which is typically caused by exposure to external high-voltage or high-current transients. With all the available information, boston scientific concludes the reported event was confirmed as external high-voltage or high-current transient sources used in medical therapies or procedures may lead to permanent damage to the stimulator. Block d.2b; additional applicable product codes: nhl, pjs.